Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site after weight loss. As a result, surgical intervention was undertaken on (B)(6) 2022 and the ipg was repositioned and replaced. Effective therapy was established post operatively.